Event description:
The dr claims that 80% of the pt's small bowel had begun to necrose secondary to ischemia, due to a small infarction of the small bowel, three weeks after an abdominal aortic aneurysm repair. A portion of the bowel was removed. At the next day re-exploration, it was determined that the pt had no chance of recovery. The pt expired within 24 hours.